Event description:
MFR received implant warranty and registration card for pt where it was noted that the pt underwent a full sys replacement. Noted reason for lead replacement was "cannot turn up stimulation". Noted reason for generator replacement was compatibility with new lead. Surgeon's office was followed up with, where an assistant stated the lead was taken out, because it was "defective". She was not able to provide any further info. Good faith attempts to obtain more info and explanted products for analysis are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.